Event description:
It was reported that lead dislodgement was observed when the patient was in recovery after implant. Repositioning of the lead was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.